Event description:
Consumer complaint of lo control test results. He stated that he feels well and no medical attention was needed before calling. The customer stated that his expected blood glucose should range from 90 mg/dl - 125 mg/dl. I verified that the current vial of strips that came along with the kit was within expiration date of 07/19/2017. Both strips and control were opened 30 minutes ago. The kit was stored in the local pharmacy. I reviewed the last 5 results in the meters memory: r1 - 64 mg/dl. R2 - l0. R3 - 33mg/dl. No adverse event reported.

Manufacturer narrative:
Internal report #: (B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).